Event description:
It was reported by the customer that the product is an auto sub with a y site and a leak was reported at the y site despite having an end cap put on it and there was also a leak at the actual site where the hub was inserted into the patients port. Response received on (B)(6) 2023. No patient information available due to patient confidentiality. No apparent harm reported. Additional information received 10/11/2023: it was saline in the line and it was secured with a tegaderm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.